Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. It was reported that stent thrombosis occurred. In (B)(6) 2014, the patient presented with sudden onset of chest pain radiating to left shoulder associated with shortness of breath, diaphoresis and nausea and was hospitalized. Electrocardiography revealed non-specific st changes and the patient was diagnosed with non q-wave inferior st elevation myocardial infarction. At the time of event, the patient was taking aspirin and brilinta; the study drug was last taken in (B)(6) 2012. The 99% stenosis in 2nd diagonal was treated with balloon angioplasty resulting in 20% residual stenosis. The proximal left circumflex artery (lcx) was treated with pre-dilatation and placement of 2.75 x 28 mm promus element plus stent. Further imaging revealed cot reformation in the mid to distal portion of stent. The clot reformation was treated with placement of 2.75 x 22 mm non-bsc stent over the top of the first stent to wall off the clotted region. In addition, 50% ostial narrowing was treated with placement of a 3.0 x 12 mm promus element plus stent with 0% residual stenosis. The event resolved without residual effects and the patient was discharged on aspirin.